Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had received an unidentified malfunction which caused the pump screen to have no display. Current blood glucose (bg) was 420 mg/dl; however, the customer reported a high bg in the past and associated it with the unidentified malfunction. The customer was to use insulin injections for insulin therapy.